Event description:
The customer reported a large amount of clear, odorless fluid underneath the reagent probe drip tray involving unicel dxc 800 synchron system. The customer was advised to use proper personal protective equipment (ppe) and had on gloves, a laboratory coat, and eye protection prior to troubleshooting. The fluid was confined to the area underneath the reagent probe drip tray. The customer cleaned up the fluid and continued operating the instrument. Patient results analyzed prior to the event were reviewed and/or retested by the customer. No erroneous patient results were generated. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of operator injury or adverse effect associated with this event. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered reagent probes a and b were misaligned on the reagent wheel, in relation to the reagent pack openings. The fse realigned the reagent wheel on both reagent probes and resolved the issue. The fse performed appropriate diagnostics to ensure the probes were no longer being obstructed. Service activity performed was verified to meet the specified requirements per established procedures. Results conformed to the manufacturer's published performance specifications. (B)(4).